Manufacturer narrative:
The investigation determined that a non-reproducible, unexpected positive anti-hav result was obtained from a patient sample using vitros anti-hav total reagent with a vitros eciq immunodiagnostic system. The definitive assignable cause was found to be user error. The customer processed the patient sample while the instrument was posting condition codes to indicate that the reagent supply was out of temperature. It is likely that the sub-optimal temperature caused the reagent to perform unexpectedly. Once the reagent supply of the vitros eciq immunodiagnostic system was returned to the appropriate temperature, the patient sample was retested and an expected (B)(6) result was obtained.

Event description:
A customer obtained a non-reproducible, discordant positive anti-hav result from a patient sample using vitros anti-hav total reagent with a vitros eciq immunodiagnostic system. The positive vitros anti-hav result was discordant when compared to negative results obtained from repeat testing on the same instrument and on a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant positive result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to (B)(6). (B)(4).